Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 3 of 3 linked to mfg report numbers: 3004608878-2024-00039, 3004608878-2024-00040. A facility reported that there was an issue (movement) with the mayfield ball socket swivel adaptor (a1064) during craniotomy surgery. The patient was already under anesthesia when the dysfunction was observed; however, there was no consequences/impact for the patient. The surgery was finalized using a replacement unit with approximately 5 to 10 minutes increased surgery time (time to find another skull clamp). The only biographic information received is that the patient was an adult.

Manufacturer narrative:
The mayfield ball socket swivel adaptor (a1064) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the ball swivel adaptor showed that the ball joint cannot be rotated smoothly. The swivel ball holder was disassembled, and there was residue build-up inside of the assembly. The assembly required cleaning, some small internal parts must be replaced preventively, and the retaining rings and the nylon washers which hold both torque screws needed to be replaced. To resolve all issues, the assembly was cleaned and some small parts like washers and retaining rings were replaced. The ball joint can now move freely, and a successful function test was completed on the unit. Root cause - the complaint is confirmed via inspection of the unit. The assembly required cleaning and replacement of worn internal parts. Probable root cause is routine use and wear. Additionally, improper, or suboptimal placement of the skull clamp can contribute to slippage/movement of the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.